Manufacturer narrative:
Age or date of birth / race: patient information - unknown. Initial reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the tip of the lock-screw torque driver (39-rd-0060) broke during a case. No additional details have been received. No patient injury or delay to the procedure was reported.

Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present with ratchet marks around the distal periphery. Shiny areas are also present. Based upon these observations it is believed that a crack may have been initiated at some prior point in time. The shiny areas are believed to be due to rubbing at the crack interfaces. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records found a total of thirty (30) pieces of lot 0053it released for distribution in october of 2013 with no deviation or anomalies. Two-year complaint history review (8.9.2019-8.9.2021) found this to be the only report of this nature for the reported lot. Further review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
It was reported that the tip of the lock-screw torque driver (39-rd-0060) broke during a case. No additional details have been received. No patient injury or delay to the procedure was reported.